Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use, foreign matter was discovered on needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: fm on needle.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign material on the needle with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. 10 retained samples checked no fm found on needles. The root cause could not be established as samples were not returned. H3 other text : see h.10.

Event description:
It was reported that prior to use, foreign matter was discovered on needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: fm on needle.